Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 40 mg/dl and high blood glucose level was 600 mg/dl. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer report they did not allege insulin pump was under delivering and over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose and low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event and high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event and high blood glucose event. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.